Manufacturer narrative:
Correction b5: the device was used to complete the procedure additional info b5:medtronic received additional information that there was no harm to the patient. Additional info a2: patient age updated additional info a3 (b): patient gender updated additional info a4: patients weight info updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that the oxygenator was not washing the co2, causing respiratory acidosis. Although the pafi (partial pressure of arterial oxygen / fraction of inspired oxygen) remained within normal values and the saturation was normal, the ph was 7.18 and the pco2 was 85. The use of the device was unspecified. There was no further adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.